Event description:
It was reported that the controller exhibited electrical fault alarms. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: lead 5076-52, lead 694765 implanted (B)(6) 2011 ICD ddpb3d1 implanted (B)(6) 2021. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within the serial port, pump connectors and both power ports. Internal visual inspection revealed a crack on the standoff post within the controller housing. The observed contamination within the serial/power ports and standoff post crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the power ports and serial port can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed three (3) electrical fault alarms, four (4) high watt alarms, and three (3) vad disconnect alarms were logged on 13/jun/2023. The electrical fault alarms were logged at 02:32:17, 02:32:55, indicating an open phase in the front stator, resulting in the pump running on a single stator (rear stator only). A vad disconnect alarm was logged at 02:33:08 due to a critical phase open, indicating there was an open phase on each stator. A second vad disconnect alarm was logged on 02:33:25 indicating a physical disconnection of the driveline from the controller , likely due to troubleshooting; an electrical fault alarm was logged at 02:33:28 due to the front stator not connected during the physical disconnection of the driveline. The electrical fault alarms were followed by high watt alarms between 02:32:19 and 02:33:41, due to the increased power consumption required to run on a single stator. In addition, log files revealed multiple reactivation events were logged between 01:32:29 and 02:32:59, indicating an open phase in the front stator. A third vad disconnect alarm was logged at 02:49:43 indicating a physical disconnection of the driveline, likely due to the reported controller exchange. As a result, the reported event was confirmed. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, observed high watt alarms, observed reactivation event and observed vad disconnect alarm due to critical phase open can be attributed to contamination in the driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.